Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the customer reported complaint. The iesu was energized and cauterized, and all ports recognized instruments. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not reproduce error m-11 during the visit, but error m-11 was confirmed upon reviewing the error logs. The fse replaced the vio dv integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The complaint regarding error m-11 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The iesu involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: although the procedure could be completed robotically, the fse confirmed the reported issue in the investigation and replaced the vio dv integrated electrosurgical unit (iesu). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) that error m-11 occurred on the integrated electrosurgical unit (iesu) intermittently. The customer pressed the energy pedal again, and the error disappeared. The tse reviewed the error logs and confirmed error m-11 and c-06. The customer suspected iesu malfunction and requested field service engineer (fse) follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.